Manufacturer narrative:
Additional information was received. Section f10 was corrected. Per the patient¿s medical records, the patient developed paravalvular leak (pvl) that progressed to severe. The 20mm sapien 3 valve was explanted and a surgical valve was implanted. Postop echo demonstrated good functioning of the bioprosthetic valve and there was no evidence of pvl. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be determined with the available information. However, may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
20mm sapien 3 valve, 20mm commander ds as reported through implant patient registry, approximately 3 years and 1 month post implant of a 20mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. No additional information is available at this time.